Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0x15mm trek balloon dilatation catheter failed to inflate and the hub became disconnected with the indeflator, causing a leak. Another device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation difficulty or loose connection reported from this lot. Four unused devices were returned in conjunction with this incident. The devices were tested and there were no leaks or issues with connection to the luer of a proxy indeflator. Based on the information reviewed, there is no indication of a product deficiency.